Event description:
It was reported by service report that the footboard not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin, footboard connector pin found to be pushed in and therefore inhibiting footboard connection.